Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and decreased pacing impedance measurements (290 ohms). One episode of oversensing was observed that resulted in inappropriate anti-tachycardia pacing (atp). Sensing and threshold measurements were observed to be stable and acceptable. It was noted that the patient had fallen two months ago which corresponded with the change in pacing impedance measurements and observed noise. A revision procedure was performed. The lead was surgically abandoned and replaced. No adverse patient effects were reported. Boston scientific received information that this patient had died in (B)(6) 2013. There were no reports that the surgical intervention to replace this rv defibrillation lead caused or contributed to the patient's death. The patient's medical history was significant for heart disease, diabetes, and high cholesterol. Subsequently, boston scientific received information that this rv defibrillation lead was received at boston scientific's return product department in (B)(4) 2013.

Manufacturer narrative:
(B)(4). Upon receipt, visual inspection of a complete lead identified trilumen insulation damage (26-28 cm from the terminal pin) where the rate sense (negative) coil and high voltage (proximal) conductor are exposed. The lead was put through and passed electrical continuity testing. The damage appears to have been initiated by a localized compressive stress on the surface of the trilumen insulation. Although the clinical observation of low pacing impedance, electrogram noise, and oversensing, as reported in 2012, were confirmed through laboratory testing, there was no evidence of any conductor fractures.